Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: 7111731. Batch: 7111731. Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(4). Batch: 7111558.

Event description:
It was reported that eight days post-implant, the patient experienced some pain around the incision sites. The patient was evaluated and an image was taken of the incision sites, which showed evidence of irritation around the staples and mild thrombotic thrombocytopenic purpura (ttp). The staples were removed and steri-strips were placed. The patient was started on keflex medication for ten days. The patient was advised to return after three days. The patient later returned for another evaluation and it was determined that the spinal cord stimulator (scs) implantable pulse generator (ipg) would be explanted the same day. Additionally, the leads and clik anchors were also removed during the explant procedure. Culture swabs were taken from the pus coming out of the ipg site. The incision sites were then flushed with irrigation and closed. The physician assessed the event as resolved. The event was also assessed as having a causal relationship to the procedure and to the device hardware.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that eight days post-implant, the patient experienced some pain around the incision sites. The patient was evaluated and an image was taken of the incision sites, which showed evidence of irritation around the staples and mild thrombotic thrombocytopenic purpura (ttp). The staples were removed and steri-strips were placed. The patient was started on keflex medication for ten days. The patient was advised to return after three days. The patient later returned for another evaluation and it was determined that the spinal cord stimulator (scs) implantable pulse generator (ipg) would be explanted the same day. Additionally, the leads and clik anchors were also removed during the explant procedure. Culture swabs were taken from the pus coming out of the ipg site. The incision sites were then flushed with irrigation and closed. The physician assessed the event as resolved. The event was also assessed as having a causal relationship to the procedure and to the device hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 29121450.

Event description:
It was reported that eight days post-implant, the patient experienced some pain around the incision sites. The patient was evaluated and an image was taken of the incision sites, which showed evidence of irritation around the staples and mild thrombotic thrombocytopenic purpura (ttp). The staples were removed and steri-strips were placed. The patient was started on keflex medication for ten days. The patient was advised to return after three days. The patient later returned for another evaluation and it was determined that the spinal cord stimulator (scs) implantable pulse generator (ipg) would be explanted the same day. Additionally, the leads and clik anchors were also removed during the explant procedure. Culture swabs were taken from the pus coming out of the ipg site. The incision sites were then flushed with irrigation and closed. The physician assessed the event as resolved. The event was also assessed as having a causal relationship to the procedure and to the device hardware.